Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported events of premature discharge of battery and loss of capture were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated autocapture was enabled during implant period. Elective replacement flag was falsely triggered while device was implanted due to autocapture being enabled and device was pacing in high output mode at times. Further analysis performed, including output verification and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of loss of capture. Longevity assessment was performed, and implant duration exceeds 75 % of total projected longevity indicating normal battery depletion.